Event description:
On (B)(6) 2015, I underwent a pbx prostate biopsy at the (B)(6) urology dept. The next day, I experienced severe chills through the night. The next morning I was delirious and taken to the va emergency room. Thereafter I was diagnosed with life threatening septic shock. Diagnosis or reason for use: initially pbx, prostate biopsy.